Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch veriosync meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading inaccurately on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "340 mg/dl" on the subject meter compared to "110 mg/dl" on a freestyle meter, within 30 minutes of the result on the subject meter. Based on statistical methodology, the difference between these results falls outside lfs' accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). After obtaining the result, the patient reported that he administered his usual dose of 6 units of humalog insulin (including sliding scale). He claimed that 15 minutes after the start of the alleged issue, he developed symptoms of "shaky hands sweating". He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples and he had described the correct testing steps. The cca also confirmed that the patient's test strips had been stored correctly and the test strip vial was not cracked or broken. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high reading on the subject meter, administered medication based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.